Event description:
It was reported that the patient was experiencing ipg pocket site pain due to weight loss. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was relocated from the right side to the left side in order to address the issue.

Manufacturer narrative:
Section b3: date of event is estimated. A patient experiencing ipg pocket site pain due to weight loss was reported to abbott. The ipg was relocated. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.